Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had exhibited extended charge times in middle of life, however, the charge times remained within the extended charge time limit. Subsequently, the patient presented due to the device emitting beeping tones. The device was found to have declared end of life (eol) with a monitoring voltage of 2.57 volts and a charge time of 31.1 seconds. Boston scientific technical services (ts) discussed replacing the device. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Subsequent information was received that the device was successfully explanted and replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.